Manufacturer narrative:
An event of valve leaflets opening and closing poorly after implant procedure was reported. No anomalies were found with the valve leaflets upon return to abbott, and functional testing at the time of manufacturing indicated the valve functioned normally. Both leaflets were able to fully open and close with no resistance occurring when tested upon return to abbott. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 19mm regent aortic mechanical heart valve was selected for implant. During preparation, the leaflet opening/closing was not tested. After implant of the valve, the leaflet did not open and close smoothly during water experiment. It was subsequently explanted and the leaflets were tested outside of the patient showing not smooth opening/closing. A new 21mm non-abbott valve was successfully implanted. The patient was given a warfarin tablet during procedure. The patient's latest international normalized ratio (inr) was 2. The patient was reported to be recovering. No patient consequences were reported.